Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel of below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation and was pressurized up to 14 atm. During the procedure, on the first inflation, around 10 atmospheres for about 15 seconds, the balloon ruptured. The device was removed without any problem, and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.